Event description:
It was reported the za9003 model intraocular lens (iol) was implanted into the patient¿s operative eye. In a secondary surgical procedure, the iol was explanted due to complaints of blurry vision/visual disturbance. The explanted iol was replaced with an ar40e 19.5 diopter iol. There was no incision enlargement, no suture(s), and no vitrectomy during the lens exchange procedure. Device directions for use were followed. The following are all unknowns: if the patient is unable to accomplish daily tasks that he/she was able to do prior to surgery, medication prescribed (outside of standard care), or if medical attention was required. Patient prognosis post-procedure was reported as fully recovered. No further information is available.

Manufacturer narrative:
Sections patient age/date of birth, patient weight, and patient ethnicity and race: patient information cannot be provided due to personal data privacy legislation/policy. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting suspect device return however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: device date returned to manufacturer: 16-may-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received in a lens case from another serial number (the lens model and sn on the lens case were defaced). The lens was inspected under magnification. The lens was received cut in half and covered in viscoelastic/red material. The lens was cleaned and separated presenting with cosmetic issues. Complaint issue "hm-blurry vision", "hm-visual disturbance- dysphotopsia", and "pt-explant " was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.